Event description:
Event description this implantable cardioverter defibrillator (ICD) may be experiencing oversenisng. System analysis was performed and the physician elected to leave the the device and leads implanted and will monitor the over time.